Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. No stuck buttons or numbers scrolling up noted. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported a button error on customer's insulin pump. The arrow buttons are sticking and the numbers are scrolling. Customer has to replace the battery to get the device to work. Customer's blood glucose is 193 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.